Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut down unexpectedly. The customer's blood glucose level was 290 mg/dl. The customer turned the pump on and successfully resumed insulin delivery.